Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display was not working properly and failed testing. The device's lcd kit was replaced to resolve the issue.